Event description:
Sales rep reported on 03aug2025 that the distal screws collapsed in a vbeal-3-7s. Original implant date is unknown. Additional information was provided on 12aug2025 where the rep stated no devices broke, this was not a removal surgery, the device remains implanted and there was no reported adverse event. A second follow-up on (B)(6) 2025 indicated that there is no revision surgery planned, there is no patient discomfort and the surgeon believes the patient will heal properly while leaving the plate insitu. Trimed followed up again on (B)(6) 2025 to gather additional x-rays and more insight on how this issue was discovered by the surgeon. An x-ray was provided on (B)(6) 2025, which shows the plate is partially fixed to the bone with no details on the date and time of the x-ray. Plate still remains implanted and will not be returned.